Manufacturer narrative:
Initial and final MDR 1899441 - MDR 3003442380-2024-10808 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off events on (B)(4) 2024. The first infusion set was in use for 1-2 days the glucose level was close to 200 mg/dl. No further information available.